Manufacturer narrative:
The automatic validation process is a background process transparent to the user that is periodically executed in order to determine if any result meets the defined criteria and if so, validate it. When a result is registered in cobas® infinity, and after adding the corresponding alarms to this result, an event is generated to inform the validation process that there is an action pending related to this order (to check whether the result meets the defined validation criteria or not). The customer has configured the automatic validation process to be halted by delta check alarms, marked as td. These are used to determine the quality of clinical specimens and detect any potentially critical condition of a patient. The previous result available for a certain test and the patient is checked and compared to the current one. When the current result differs greatly from the previous one, a delta check alarm is triggered. If a more recent result is received, the alarm is recalculated. The customer reported that some results were automatically validated, even though they had delta check alarms. When the customer identified the issue, they had the main validation criteria configured with rules validate always and hold with delta check. Additionally, they have some tests that they consider as exceptions and are validated using different criteria, but all of them include the hold with delta check rule. Currently, cobas infinity allows the combination of the validate always rule with other validation rules. However, this is considered to be an incorrect design of cobas infinity, as the validate always rule indicates that all the results must be automatically validated, regardless of their alarms. By checking the customer¿s database, it could be determined that after the modification of the configuration, some occurrences of the issue could still be detected. It was possible to confirm that the remaining occurrences of the issue were caused by the concurrency of result entry and delta check alarm calculation with the execution of the automatic validation process. The investigation determined that the customer¿s allegation had two different causal factors, that both caused incorrect validation of test results marked with delta check alarms: the configuration of the validation criteria, that was solved after modifying the existing configuration. The concurrency of the validation process and the alarm calculation. The reported allegation has been verified as a software issue in cobas infinity.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter alleged their cobas infinity core software automatically released a potassium result with a delta check error for one sample, despite having a rule configured to block results with a delta check error. The customer stated for this sample, 4 other tests with a delta check error were appropriately blocked when the delta check alarm was triggered and not released. The erroneous potassium result was reported outside the laboratory and detected by the physician. The customer stated this issue has been intermittent and 2-3 tests were validated by mistake within the last month. The customer confirmed no patients have been harmed due to the issue.